Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump generated recurrent alert 65 indicating an audio alarm not audible, and the user restarted the device each time and continued insulin delivery without blood glucose impact. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a mechanical problem related to audio over/under current consistent with a mechanical problem identified. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency.